Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. During the explant procedure, the right ventricular (rv) and right atrial (ra) setscrews could not be loosened. The rv and ra leads were unable to be removed from the device header. The leads were surgically abandoned and the device was successfully explanted. A new rv lead and device were implanted, a new ra lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.